Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and high voltage cable. System operates as intended.

Event description:
Customer reported the system is displaying a "iris potentiometer" error. No pt injury was reported.